Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed on the catheter. Additionally, the guidewire was returned, and it was observed unraveled. A new good guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The costumer attached a picture where is possible to observe that the guidewire was unraveled inside the catheter, it appears that the issue was caused by the guidewire used during the procedure since during the product analysis the device passed all the testing related to the guidewire insertion. Important to mention that no significant issues were observed related to the catheter. The device passed all test performed, showing no evidence of the reported failure, since a new good guidewire was successfully inserted through the catheter and no abnormalities were noticed. Based on the product analysis the reported "guidewire stuck" was unable to confirmed.

Event description:
It was reported that a farawave 35 mm during procedure presented a guidewire stuck. The "coil" that surrounds the guidewire got stuck somewhere and stretched completely, blocking the guidewire in the catheter. Ablated pulmonary veins with success, and the when we were going to check isolation for left pulmonary veins, the physician catheterized left superior pulmonary vein and put the catheter in an olive shape inside the vein, when he wanted to retract guidewire and the catheter, the guide wire was stuck and would not move, I recommended to advance the guidewire in case cardiac tissue might be stuck between the catheter tip and the guidewire, but the guidewire would not advance or retract. He then decided to elongate the catheter and retract both catheter and guidewire into the sheath and retract both from the patient. When we checked the catheter outside, the guidewire was still stuck and when trying to retract it the guide wire lost its coil, see attached picture. We changed for a new catheter and a new guidewire. Device return expected.

Event description:
It was reported that a farawave 35 mm during procedure presented a guidewire stuck. The "coil" that surrounds the guidewire got stuck somewhere and stretched completely, blocking the guidewire in the catheter. Ablated pulmonary veins with success, and the when we were going to check isolation for left pulmonary veins, the physician catheterized left superior pulmonary vein and put the catheter in an olive shape inside the vein, when he wanted to retract guidewire and the catheter, the guide wire was stuck and would not move, I recommended to advance the guidewire in case cardiac tissue might be stuck between the catheter tip and the guidewire, but the guidewire would not advance or retract. He then decided to elongate the catheter and retract both catheter and guidewire into the sheath and retract both from the patient. When we checked the catheter outside, the guidewire was still stuck and when trying to retract it the guide wire lost its coil, see attached picture. We changed for a new catheter and a new guidewire. Device return expected.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.